Manufacturer narrative:
Device evaluated by MFR.: the device was return for analysis. A visual examination identified a longitudinal tear in the returned balloon material 5mm proximal of the tip of the device. The longitudinal tear is jagged and is approximal 27mm in length. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the damage identified. The rate of burst pressure of this device is 20 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a left arteriovenous fistula. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with another 8.0 x40, 75cm gladiator elite balloon catheter; however, during inflation at 18 atmospheres, the balloon ruptured and the balloon parts came off. The broken fragments were completely removed from the patient's body with a snare. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine. It was further reported that there was a greater than 90% stenosis, with non-calcified target lesion.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a left arteriovenous fistula. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with another 8.0 x40, 75cm gladiator elite balloon catheter; however, during inflation at 18 atmospheres, the balloon ruptured and the balloon parts came off. The broken fragments were completely removed from the patient's body with a snare. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine.